Event description:
The pt presented with an iliac artery aneurysm distal to a pre-existing aaa graft. The internal iliac aneurismal sac was coiled. The physician intended to place a 13mm gore viabahn endoprosthesis into the existing aaa graft via an ipsilateral retrograde approach. The targeted site was dilated up to a 9fr sheath and an attempt was made to advance the viabahn device without an introducer sheath. The physician encountered difficulty during device advancement and the device was removed. A 12fr introducer sheath was then inserted and the same 13mm viabahn device was advanced through the introducer sheath. During the viabahn device advancement, the forward and backward catheter manipulation resulted in the device shifting distally on the delivery catheter. As the device was deployed, the device landed into the existing aaa graft as intended; however, the device was approximately 1cm off of the intended landing site. The delivery catheter was removed without concern. An additional 13mm x 5cm viabahn device was advanced through the 12 fr sheath and deployed without issue. During the post balloon dilation of the devices, imaging revealed the presence of a radiopaque (ro) marker on the guidewire. A gooseneck snare was used to retrieve the ro marker. After retrieval of the ro marker, the remainder of the detached distal delivery catheter tip could not be located. After further investigation, it was determined that the ro marker and missing distal delivery catheter's tip was from the 13mm x 10cm device's delivery catheter. The pt was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Required material implantation includes an introducer sheath of appropriate size. In this case, no introducer sheath was used initially. Furthermore, the device was fully introduced when the user removed the device and reinserted the device again for the second time. As stated in the product IFU, "do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and/or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position closed to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore viabahn endoprosthesis or introducer sheath."